Event description:
According to the reporter, the receiver switched off suddenly after the capsule was deployed onto the patient's esophagus. Prior to this, the receiver was calibrated successfully. There was no harm to the patient or user due to the alleged device malfunction. A repeat procedure was necessary due to the alleged device malfunction. No known adverse events were reported.

Manufacturer narrative:
Device evaluation: a 96-hour test was performed on the recorder. After 96 hours, the battery was found to have a quarter charge left. After charging the battery for 15 mins, the battery was almost fully charged. We were unable to determine the cause of the customer¿s report. A review of the device history record indicating that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.